Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced low blood glucose. Blood glucose reading was 51 mg/dl when the paramedics arrived. The wife also reported inaccurate readings with the meter. The meter reading was 276 mg/dl, but the customer was actually low. Troubleshooting was not completed on the insulin pump. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.